Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device failed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short at the analog integrated chip. It is believed that the electrostatic discharge (esd) led to an overload voltage, damaging structures inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was implanted with another advanced bionics device on the contralateral side. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The patient is reportedly no longer experiencing facial nerve stimulation.

Event description:
The patient is reportedly experiencing pain and facial nerve stimulation with device use. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Device testing could not be performed due to patient's discomfort. Revision surgery is under consideration.